Event description:
Per the clinic, the patient experienced improper placement of the body of the implanted device during initial surgery on (B)(6), 2011.the device was placed back into correct position during a revision surgery (date not reported).

Manufacturer narrative:
(B)(4): implanted device remains.